Event description:
It was reported that a pt who was originally implanted with another product about 4 or 5 years ago and had recurring infections with that product. Collamend was then implanted and the infection reappeared. Pt was scheduled for surgery in 2007 for debridement of infected area.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit follow up report when/if product is returned for eval or add'l info becomes available.